Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 160 mg/dl, compared with the sensor glucose reading of 55 to 65 mg/dl. The customer stated that at night the insulin pump would beep and go into threshold suspend mode. She noted that her device would alarm that she would be low. She stated that she would over- and under-bolus due to the sensor glucose readings, even though she knew not to treat based on sensor glucose readings. She reported another instance in which she felt low with a blood glucose reading og 65 mg/dl, compared with the sensor glucose reading of 200 mg/dl. She declined troubleshoot for the issues. Nothing further reported.